Manufacturer narrative:
No service history review can be performed as part number 319.004 with lot number(s) 5709293 is a lot/batch controlled item. The manufacture date of this item is february 13, 2008. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service and repair evaluation was performed for the subject device. The customer reported the tip was broken. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation was confirmed. The item was forwarded to synthes customer quality for additional investigation. A device history record review was performed for the subject device lot. A non-conformance report (ncr) was written for undersized major diameter of thread feature of needle component 319.004.03. Parts were dispositioned uai with pd rationale. The complaint was for the tip broken on a depth gauge. Ncr was for undersized thread feature which is proximal end of the needle component. Relevance to complaint condition cannot be determined until the product is returned for investigation. The review of the device history records showed that there was a potential issue during the manufacture of this product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was discovered that the tip was broken on a depth gauge. There is no report of surgical or patient involvement. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: the following complaint device was received for evaluation: one (1) depth gauge for 1.3mm and 1.5mm screws (part 319.004 / lot 5709293). The complaint condition is confirmed as the depth gauge was received with the distal portion of the needle broken off. Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing, the root cause cannot be definitively determined as the specific conditions at the time of the damage are unknown. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The depth gauge was received with the distal portion of the needle broken off. All components, except the broken portion of the needle (approximately 6.1mm +/-1 per drawing) were received. There is scraping noted below the product etchings on the outer sleeve and on the needle near the break. The balance device shows surface scratches and worn edges consistent with the expected result from extensive use. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / manufactured revision for the top level assembly and the needle component was performed. The material of the needle component is extra hard 316 stainless steel. The thickness of the needle is driven by the fact that the needle must fit into a drilled hole of 1.1mm, and the length is determined so the slider can measure screws up to 30 mm. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.